Event description:
Nurse said she was always at the left side of the isolette, (so facing it) she went to the left. She changed the infant and had the left side down. At that time, she needed to retrieve more blankets and bent down and moved the side upward to reach into the drawer. She pulled the drawer toward her to retrieve a blanket and that is when she heard the loud noise. The right side disengaged and went down, patient followed and fell to the floor.